Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number : 18141261. Model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number : 18339495 / 18339495. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was not getting adequate coverage. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were explanted. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate coverage. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.